Event description:
It was reported that the device exhibited a check syringe plunger sensor error when turned on. It is unknown if there was patient involvement, no adverse patient effects were reported.

Manufacturer narrative:
Other, other text: b3: unknown; no information has been provided to date. One device was returned for evaluation. Visual inspection revealed no appearance of any physical damage. Review of event history logs confirmed the reported check syringe plunger sensor error. Functional testing was able to duplicate the error and revealed the check syringe plunger sensor error occurred intermittently when the plunger assembly was pushed all the way in the side of the device. The root cause of the reported issue was determined to be due to the plunger holders resting on the flange holder when fully retracted, causing "check syringe plunger sensor" error to trigger. Preventative maintenance was performed and the device passed all functional tests with the plunger drive moved out slightly from the pump housing. The products history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.